Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a non-calcified and severely tortuous left anterior descending artery. The lesion was pre-dilated with an unk balloon and ivus was performed. The 2.50 x 28 mm taxus liberte' was advanced to the lesion, but would not cross. When the device was removed from the body, stent damage was noted. The procedure was completed with a different device. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
Pt over 18 years of age. (B)(4).